Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with this artificial urinary sphincter stated that the device was not functioning properly. It was identified through cystoscope that the device did not close. A replacement surgery was performed, and no leaks were found with pressure regulatory balloon and cuff. The issue was believed to be urethral atrophy. A larger aus device via trans corporal and higher-pressure balloon was implanted. No further patient complications were reported.